Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device's battery is faulty. There was reportedly no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective battery. The device is end of life (eol) and no work will be performed by philips. The device remains at the customer's site. No further action is warranted at this time. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 2: (B)(6).

Event description:
It was reported to philips that the battery life is low. There was no reported patient involvement.